Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: issue: 2 transfer sets with misaligned valves. No patient involvement.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used sets with packaging were returned for evaluation. Visual examination noted both sets were used, and no visual defects were noted. Since the returned sets were used on the pump, the reported defect of misaligned valve could not be confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.